Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was no longer working. Surgical intervention was performed to replace the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage test and functional test. Both cylinders were visually inspected, and leak tested. Both cylinders had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test. Based on the information available and analysis results, the mechanical issue was unable to be confirmed as no problem was detected.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was no longer working. Surgical intervention was performed to replace the device. There were no patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was no longer working. Surgical intervention was performed to replace the device. There were no patient complications reported.

Manufacturer narrative:
Corrected: h10 upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir passed visual inspection and there were no visual damages or abnormalities found. The reservoir passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage test and functional test. Both cylinders were visually inspected, and leak tested. Both cylinders had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test. Based on the information available and analysis results, the mechanical issue was unable to be confirmed as no problem was detected.